Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeled and torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad should be obvious and detectable and should alert the user to discontinue use of the device. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the down and ok button contacts were found to be inverted.

Event description:
A family member reported that the keypad buttons were requiring several presses to respond and the issue was getting worse with time. The family member confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump.